Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up; multiple atrial lead noise episodes were noted. This noise was reproducible with arm maneuvers. No intervention has been done as the lead remains implanted and will be monitored. The patient was stable and will continue to be monitored.